Event description:
(Related symptoms if any separated by commas): increased blood glucose values (700 mg/dl) and waking coma [diabetic hyperglycaemic coma]. Pen did not deliver insulin [device failure]. Push button could be depressed without resistance(less force needed during injection) [device loosening]. Expired device used ((B)(6) 2020) [expired device used]. This serious spontaneous case from germany was reported by a pharmacist as "increased blood glucose values (700 mg/dl) and waking coma(coma hyperglycemic)" with an unspecified onset date, "pen did not deliver insulin(device failure)" with an unspecified onset date, "push button could be depressed without resistance(less force needed during injection)(device component loose)" with an unspecified onset date, "expired device used ((B)(6) 2020)(expired device used)" beginning on (B)(6) 2021, and concerned a (B)(6) male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", patient's height: 170 cm, patient's weight: (B)(6) kg , patient's bmi: 23.183391. Dosage regimens: novopen 5: (B)(6) 2021 to (B)(6) 2022, not reported (ongoing). Current condition: type 1 diabetes mellitus since 1947. Treatment included - novorapid(insulin aspart) . On an unspecified date, the patient's novopen 5 did not deliver insulin. The patient reported that the push button could be depressed without resistance. Less force was required to inject than the normal. On an unspecified date, the patient experienced increased blood glucose values (700 mg/dl). The patient was also in a waking coma. On (B)(6) 2022, the patient was hospitalized. On (B)(6) 2022, the patient was discharged from hospital. The patient was back home and the blood glucose values returned to normal with the new novopen 5. The patient was treated with novorapid in hospital . It was reported that the suspected novopen 5 was stored appropriately and that the patient was a trained user. Batch numbers: novopen 5: hvgj846. Action taken for novopen 5 was reported as device replacement. The outcome for the event "increased blood glucose values (700 mg/dl) and waking coma(coma hyperglycemic)" was recovered. The outcome for the event "pen did not deliver insulin(device failure)" was not reported. The outcome for the event "push button could be depressed without resistance(less force needed during injection)(device component loose)" was not reported. The outcome for the event "expired device used ((B)(6) 2020)(expired device used)" was not reported. Preliminary manufacturer's comment: on 14-jan-2022: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Investigation is ongoing. Elderly age and type 1 diabetes mellitus are confounding factors for the reported event of hyperglycaemic coma. References included: reference type: (B)(4). Reference ID#: (B)(4). Reference notes: this report includes a foreign device (novopen 5) that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational results: name: novopen® 5, batch number: hvgj846 the fault on the cartridge holder could lead to the feeling that less force was needed to depress the pen. A visual examination of the returned product was performed. The device was received with another type of cartridge holder than it was produced with originally, caused by the customer returning the complaint sample with the cartridge holder from another device. The cartridge holder was cracked at one of the scale marks. The fault was caused by excessive force applied to the cartridge holder. As the dose accuracy might be affected, the user should abstain from the use of the device. The observed fault was due to accidental damage during use. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston washer and pen parts round the piston washer were damaged and worn, marks after some kind of tool were observed. A part of base bushing had broken off. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The function of the push button was found normal. The device was exposed to exaggerated force during use causing pen parts were broken and scratched. The observed problem could not be related to any novo nordisk processes and was caused by incorrect or accidental handling during use. Since last submission, the following were updated: -inv updated,a -annex b,c,d,g codes updated in the device tab -final report checked in EU/ca device tab -is non-reportable selected as yes -malfunction updated as no -device narrative updated -narrative updated accordingly. Final manufacturer's comment: final manufacturer's comment: 15-feb-2022: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Upon investigation, cartridge holder was found to be cracked due to excessive force. This may affect the dose accuracy and if patient does not detect the fault, there is a risk that the patient could experience hyperglycaemia and its complications. The observed problem could be related to incorrect or accidental handling during use. Of note, the product was found to be normal. Elderly age and type 1 diabetes mellitus and use of expired device are confounding factors for the reported event of hyperglycaemic coma. This report includes a foreign device (novopen 5) that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary name: novopen® 5, batch number: hvgj846 the fault on the cartridge holder could lead to the feeling that less force was needed to depress the pen. A visual examination of the returned product was performed. The device was received with another type of cartridge holder than it was produced with originally, caused by the customer returning the complaint sample with the cartridge holder from another device. The cartridge holder was cracked at one of the scale marks. The fault was caused by excessive force applied to the cartridge holder. As the dose accuracy might be affected, the user should abstain from the use of the device. The observed fault was due to accidental damage during use. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston washer and pen parts round the piston washer were damaged and worn, marks after some kind of tool were observed. A part of base bushing had broken off. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. The function of the push button was found normal. The device was exposed to exaggerated force during use causing pen parts were broken and scratched. The observed problem could not be related to any novo nordisk processes and was caused by incorrect or accidental handling during use.